Event description:
The reporter stated that two qwix 4.3 screws broke during extraction. There was no specific qwix 4.3 screwdriver available so a ao small screwdriver was used for the removal of the screws. This fitted well. Both screws broke just below the head of the screws. The screws had been in the talus for 18 months. The screws were extracted manually with a lot of bone damage. The length of the surgical procedure was prolonged. The lot numbers of the implanted screws is not known at the moment. Integra has requested additional info.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.